Event description:
The customer stated that she received the aspartate aminotransferase activated (asta) reagent and found conflicting labeling and is questioning which label is correct. Alta or asta? There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.